Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, a little black ring around the compartment was damaged and black ring that became loose from the pump and the reservoir was unable to lock in place when inserted into pump. The blood glucose was 150 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked battery tube threads, missing reservoir tube o-ring, stripped battery cap, broken battery cap. The p-cap not locking into the reservoir compartment properly due to complete broken reservoir tube lip noted.